Event description:
Implant date: 2002. Seven and half months later, pt underwent surgery for another level in the spine. During this surgery it was discovered that the locking screw on the device was broken. Device was explanted.